Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. The rep reported that the patient had an infection, leading to an ins explant. No device issues were reported. No further patient co mplications have been reported as a result of this event.